Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had missing end cap sticker, minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip. No keypad anomaly or missing keypad overlay was noted.

Event description:
The customer reported via phone call that they had physical damage to the insulin pump. Customer reported waking up to a missing keypad. Customer was unsure how the damage occurred. Customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.